Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the device was returned and analyzed and no anomalies were found. The returned device indicated a damaged grommet, set screw with a rounded socket, a damaged set screw and the set screw was found in the connector bore. (B)(4).

Event description:
It was reported that during implant the physician could not hear the sound of the lead being placed in the grommet after screwing the lead in the implantable cardioverter defibrillator (ICD). After several attempts the physician decided to replace the device. No patient complications have been reported as a result of this event.